Event description:
The customer requested assistance setting a temporary basal rate for the pump. During troubleshooting with tandem technical support, customer indicated that blood glucose level was impacted (elevated) because the customer inadvertently cancelled the temporary basal rate.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.